Manufacturer narrative:
Final comment from the manufacturer: (B)(4) 2013. The novopen echo has not been returned to novo nordisk a/s for investigation and limited info on how the pt was handling the pe was available in the case. It is thus not possible to identify a clear root-cause for the experienced adverse and identify cases similar to argus case (B)(4).

Event description:
Piston rod has moved back and has no contact with the rubber stopper (no insulin deliver) {device malfunction) ([diabetic ketoacidosis]). Case description: this serious spontaneous case was reported by a diabetes nurse specialist from (B)(6) as"piston rod has moved back and has no contact with the rubber stopper (no insulin delivered)" and "ketoacidosis". It concerns a female child (age unk) who was treated with novopen echo (insulin delivery device), (therapy dates unk) for diabetes mellitus. Patient's height: unk. Medical history includes diabetes mellitus (type and duration unk). A novo nordisk diabetes care specialist has been in contact with a diabetes nurse that had set 2 novopen echo for complaint. The diabetes nurse reported that in one of the above instances a female child with diabetes mellitus, ended up with an adverse reaction as ketoacidosis on an unspecified date in 2011. The nurse describes the problem as the piston rod had moved back and had o contact with the rubber stopper and hence did not delivery any insulin. Due to this, the child had experienced an adverse reaction as ketoacidosis. Action taken to novopen echo (insulin delivery device) was reported as "unk". Outcome for the event "ketoacidosis" was reported as "recovered". Outcome for the event "piston rod has moved back and has no contact with the rubber stopper (no insulin delivered)" was not reported. Final comment from the manufacturer: 11/08/2013. The novopen echo has not been returned to novo nordisk a/s for investigation and limited info on how the pt was handling the pe was available in the case. It is thus not possible to identify a clear root-cause for the experienced adverse and identify cases similar to argus case 390170. See scanned page.